Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery (lad). During use, three co-pilot devices were noted to be leaking. One co-pilot device allowed air into the system due to not springing closed properly and leaking out contrast. It was confirmed that the leaking of the devices did not result in any adverse patient effects. There were no adverse patient effects and no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported leak was not confirmed via returned device analysis. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.